Manufacturer narrative:
(B)(4). The pump was returned for a cosmetic damage located at the battery compartment found on (B)(6) 2021. Insulin pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Insulin pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 alarms on (B)(6) 2021 19:21:29.000, (B)(6) 2021 19:25:08.000, (B)(6) 2021 19:28:56.000 and (B)(6) 2021 19:29:18.000. Insulin pump error 53 alarm due to software error (line number = 5632; file number = 2005). Force sensor zero offset within specification (22.8 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a stained keypad overlay. Cosmetic damage was confirmed at the battery compartment. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarm due to software error.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.